Event description:
The customer reported five false positive results with the ID now covid-19 assay performed on unknown dates with unknown lots. This MFR. Report addresses test one of five. Confirmation testing using an unknown pcr platform generated a negative result. Per the customer, patients are being tested 10 days after first initially testing positive with the ID now and continue to test positive while pcr tests generate negative results. Although requested, no additional information including patient treatment and outcome, was provided.

Manufacturer narrative:
Date of event: the exact event date was not provided; however, a best estimate has been entered. PMA/510k: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single-use; device discarded.